Manufacturer narrative:
(B)(4). Additional narrative: a request for the return of the device has been made. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. During visual inspection it was identified that there was no strong bond between the blister and the backing paper. The cause is related to a manufacturing issue. A CAPA has been opened to address this issue.

Event description:
It was reported that a vialmate reconstitution device had damaged packaging. The backing paper had detached from the blister packaging, as there was no glue bonding the two together. This event was discovered prior to use in the pharmacy. There was no patient involvement. No additional information is available.